Event description:
Event description guidant received information that this implantable cardioverter defibrillator exhibited a fault code. A guidant technical services (ts) consultant was contacted, who discussed that the fault code may be an anomaly, and recommended clearing the fault code. Continued monitoring was recommended. Approximately one month after clearing the fault, the fault code recurred. Ts discussed that the fault code indicates oscillator instability which could affect the timing of the device. Ts discussed that the device should be explanted and returned to guidant for analysis. To date, the available information indicates that this procedure has not been performed.